Event description:
It was reported that a 512sd was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the gasket was torn. This produced co2 leakage. The pt then had a permanent insufflated with new co2 and this caused the pt's temperature to drop. This consequently meant the pt had to be intubated longer than usual. There was no permanent disturbance of health. 9/28/98 add'l message from affiliate. There were two devices involved and one was discharged. No sterile product is being returned.